Event description:
Customer reportedly received the following results on the active system within 10 minutes: 56 mg/dl, 84 mg/dl, and 113 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).